Event description:
Customer noticed a low control bias when running the ipth method on the immulite system. There was no known report of treatment given or withheld based on the ipth results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the immulite system. Upon evaluation, the fse adjusted the water pump, replaced probes, syringe tips and ran qc the system is performing within specifications. No further evaluation of the device is required. In addition, the low control bias observed by the customer was confirmed by siemens, however in-house testing shows controls recovering within specifications.